Event description:
Dr never once told rptr screws weren't approved by the FDA, that they weren't supposed to be inserted in the spinal pedicle above the l5-s1. The op permit for rptr's fusion listed the same risk as her other 3 laminectomies. Dr never mentioned that they could break. Actually he didn't say anything about them except that he was going to use it. Rptr has a lot of anxiety from the fear of them breaking and causing more damage. Rptr still has pain daily. The fusion helped alleviate some pain. (*)